Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured. The 99% stenosed lesion being treated was located in the calcified and severely tortuous distal right coronary artery (rca). After the physician pre-dilated the lesion, the balloon ruptured at 12 atms on the first inflation. No pt injuries or complications were reported. Pt status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device was disposed, therefore, no direct product analysis will be available. The root cause of the reported incident could not be determined.